Event description:
It was reported that defibrillation threshold tests were performed and this patient implantable cardioverter defibrillator (ICD) system was unable to convert the ventricular tachycardia. Thus, the patient whole ICD system was turned off and a subcutaneous ICD was implanted. This ICD remains implanted but out-of-service. No additional adverse patient effects were reported.